Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerglide pro catheter was returned for evaluation. An initial visual observation of the video showed a powerglide pro catheter inserted in a patient. In the returned video, the catheter was flushed with a clear liquid and leakage between the connector and the catheter hub was observed. No damage could be seen on the device in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, blood leakage from catheter hub during insertion. After insertion, when flushing catheter blood leakage is observed from the proximal end of catheter, next to catheter hub. No patient harm. A new catheter was inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.